Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the conductor wires on the instrument were intact and undamaged; however, the pitch down cable was frayed at the distal clevis hub. The frayed strands were sticking out the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, the wire on the instrument was noted to be frayed. No missing or fallen pieces were reported.